Event description:
It was reported that following the patients pregnancy, she had difficulty charging the ipg and experienced pain at the ipg pocket site on the right flank. The physician assessed that the ipg migrated and the thickness of the pocket site changed with the pregnancy. The patient underwent a pocket site revision procedure and was able to successfully charge the ipg post-operatively.